Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the health care company (hcc) stated there was a problem with the piston rod but was not able to clarify the precise issue on the piston. The hcc reportedly insisted that the pump be replaced. This complaint is being reported due to the unknown pump malfunction. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: there was no activity related to complaint observed in the black box or pump history. No damage was found to the pump piston. The piston was able to advance and rewind fully. Unrelated to the complaint, the display was observed to be dim and had a red hue. The battery compartment was also cracked alongside the pump and below the bumper pad.